Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the set up joint( suj) harness to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 1 was not responding at all and there was no led. After trying to exercise arm 1 and power cycling, the led was back but the arm still would not move even with the clutch was being pressed. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the nurse to try the same with arm 3, but it only moved with a lot of force while clutched. Logs did not show any error to explain these symptoms but there are issues with hirose fiber receive power falling below warning limit at the axes controller set up (acu) board but in arm 4. The tse requested the nurse to disable arm 2 due to the 23072 errors and then try arm 1 and 3, but this did not help either. After a few restarts, arm 1 and 3 started to work again but logs were now showing error 23118 pointing to universal surgical manipulator (usm) 3 axis 3 motor encoder. The tse informed the isi clinical sales representative (csr) that there was a high chance this error could come back during procedure and asked if they wanted to use as a 3 arm system. Arm 1 was then working normally. Isi followed up with the initial reporter and obtained the following additional information: they could not confirm if the surgery was finished using the same system.